Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in south korea as follows: this report is being filed after the review of the following journal article: roh yh, et al. (2015), a randomized comparison of volar plate and external fixation for intra-articular distal radius fractures, j hand surg am, volume 40, page 34-41, (south korea) the purpose of this study is to compare surgical outcomes of volar locking plates (vp) and external fixation (ef) (with or without intra-focal fixation) for ao-type c2 and c3 fractures of the distal radius. From june 2012 to may 2013, 74 patients with complex articular distal radius fractures (ao-type c2 or c3) based on plain radiographs and computed tomography scans were included in the study. The patients were randomized into 2 groups, the external fixation (ef) group and the volar plates (vp) group. In the ef group are 38 patients (14 were males and 8 were females) with a mean age of 55.3+/-11.2 years. In the vp group are 36 patients (16 were males and 7 were females) with a mean age of 54.4+/-10.9 years. The patients in the ef group underwent closed or limited open reduction using image intensification. Meanwhile, the patients in the vp group underwent open reduction and internal fixation. 2 different plates were used for fixation: an unknown synthes 2.4 locking compression plate distal radius system and a competitor¿s plate. The patients who underwent volar plating were treated with a short arm orthosis for 2 weeks followed by a removable short arm orthosis for about 2 weeks as required by the patient. The patients returned for a functional assessment 3 months (range, 3 to 4 mo), 6 months (range, 5 to 7 mo), and 12 months (range, 12 to 14 mo) after surgery. Complications were reported as follows: 1 patient had a late development of carpal tunnel syndrome which resolved after a corticosteroid injection. 1 patient had a complex regional pain syndrome type I which was managed by physiotherapy and medication. 1 patient had adhesive capsulitis of the shoulder which was treated with exercise. 2 patients underwent plate removal because of extensor tendon irritation by screws at 6 and 7 months after surgery. 1 patient had an intra-articular stepoff deformity greater than 2 mm. This report is for an unknown synthes 2.4 locking compression plate distal radius system this is report 2 of 2 for (B)(4).